Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure, a 3.0x12 rx xience xpedition stent delivery system (sds) was advanced without resistance to a non-heavily calcified lesion in the mildly tortuous proximal right coronary artery. Upon deploying the stent via the 1st inflation to 12 atmospheres, the balloon ruptured and separated circumferentially at the distal end of the balloon material, however, the distal balloon material remained attached to the sds via the inner member shaft. The balloon rupture caused slow flow. As air or thrombus was suspected, aspiration was performed (thrombus was unable to be confirmed) with success along with administration of nicardipine ic medication, restoring flow; during this intervention the patient experienced st elevation which resolved once flow was restored. As angiography revealed that the stent was not fully apposed to the vessel wall, the stent was post-dilated with a 3.0x20 non-abbott balloon catheter and a 3.0x12 non-abbott balloon catheter. While the final patient outcome was satisfactory, the hospital stay was prolonged. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided. User facility medwatch report received that states: when deploying stent into rca, balloon ruptured causing slow flow throughout the vessel. Aspiration catheter used to restore flow along with nicardipine ic, st elevation noted during intervention but was resolved once full flow was restored.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system was returned for analysis. The balloon rupture was confirmed. Detachment of the device was not confirmed however; a radial tear on the balloon material was noted. Difficulty with deployment could not be tested due to the condition of the device. Based on a visual inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.